Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02062 and 3007042319-2015-02063) submitted for devices related to the same event. Battery has not been received.

Event description:
It was reported from (B)(6) by medical personnel that an inpatient power switching. The facility changed out the power sources, this did not resolve the event. The hospital performed the exchange of peripheral devices; batteries and controller. There were no reported consequences or impact to the patient. No additional information provided. Investigation is ongoing. 2 of 2 reports.

Manufacturer narrative:
Battery bat051784 was returned to the manufacturer. Based on the results of an internal investigation and field actions, no additional investigation of the battery related to this event is required at this time. The investigation determined that there is a potential for this battery to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction may have contributed to the reported event. The most likely root cause of the reported event is a combination of a communication error between the controller and battery and a battery with the potential to malfunction due to faulty internal cell pairs. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02062 and 3007042319-2015-02063) submitted for devices related to the same event.